Event description:
As reported, 5f PICC was placed on (B)(6), 2011. Pt was receiving chemotherapy and antibiotics through the PICC. Catheter developed a hole and was removed (and replaced) on (B)(6), 2011. No pt complications resulted from this event. It was reported that the used device would be returned to navilyst medical for eval.

Manufacturer narrative:
Although it has been indicated that the used device will be returned to navilyst medical for eval, it has not yet been received. Navilyst medical is continuing with good faith efforts to have the sample returned, as well as to obtain additional details of the event. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).